Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis with the helix found retracted and clogged with blood/tissue. X-ray inspection was performed and it was found to have overtorque of the inner coil at the connector region which is consistent with procedural damage. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the lead's helix failed to extend. The lead was not used and replaced. The patient was in stable condition throughout the procedure.